Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Describe event or problem ¿ additional. Device availability ¿ additional. Additional information/device evaluation. Device evaluated by manufacturer ¿ additional. Event problem and evaluation codes ¿ additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and passed. A review of share log data was performed and passed. A pairing test was performed and failed. The reported event of loss of connection was confirmed. The probable cause was determined to be a defective transmitter.